Event description:
Rptr received breast implants on 1/22/91 because of the risk of cancer. She had numerous cysts removed. Seven months later she started having chest pain. Her implants were high and under her arms. The dr went in on 9/30/91 to move them down. Her right implant was ruptured. Her implants were replaced by the dr in surgery, without her consent. She had 300 cc before replaced with 500 cc implants. Immediately she started having problems with drainage and pain around her implants. On 11/6/91 she had them removed in emergency surgery because of infection. Rptr had atypical neurological disease syndrome, mixed connective tissue disease/overlap syndrome, atypical connective disease, nonspecific autoimmune condition, numerous trips to hosps for headaches and numbness of hands and arms, two suicide attempts. (Also see 1004004.)